Manufacturer narrative:
The received sample was found in opened original packaging without cover foil. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The sample was functionally and visually inspected with the aid of a photomicroscope and with various magnifications. Surgery residuals are visible. The customer¿s complaint was not confirmed. It was found that forceps shows good opening/closing, could grasp and hold the control weight. The product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the forcep grasping function did not work during insertion. The forcep was switched out to complete the case there was no patient harm.